Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation a definitive root cause could not be determined. However it is likely that error message e315 was due during device handling by the user, water invaded the scope connector. Subsequently, electronic parts were damaged, and the error message was displayed. The event can be prevented by following the instructions for use which state: 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5. ''Troubleshooting''. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ''returning the endoscope for repair''. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that scope communication error (e315) occurred due to corrosion on plug unit and jet tube had foreign object. Additionally, the control unit was cracked, the circuit board unit in the suction connector had corrosion due to water leakage, bending angle in up direction did not meet the standard value due to wear of angle wire, the adhesive on the bending section cover was chipped, water could not be supplied due to clogging of jet tube in control unit and the universal cord had buckling. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a scope error (e315), after manually cleaning. The issue was found during reprocessing. There was no patient involvement.